Event description:
A vns pt indicated that her vns device was found to be disabled during a routine office visit and that how or when the disablement occurred was unk. The pt's device was reportedly programmed back on without issues until a month later, when she experienced her first seizure after being seizure free for an extended amount of time. In order to address this seizure activity, the pt's treating vns therapy physician reportedly increased her device settings. The pt indicated that since this time, her seizures have been more intense and have increased in frequency. Good faith attempts for add'l info are in progress. MFR report number 1644487-2009-01672 will address the cause of the pt's device disablement.